Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited outside the emergency center for a complaint of dizziness and suspected low blood pressure. The patient reported feeling similar to a previous time when blood pressure was low. Patient called for an ambulance. On (B)(6) 2021 the patient's lactate dehydrogenase (ldh) was 2450 u/l and believed to be due to amplatz device. The patient had cribriform amplatzer septal occluders placement on (B)(6) 2021 with mild eccentric per-device leak noted on (B)(6) 2021 during a transesophageal echocardiogram. On (B)(6) patient reported an automatic implantable cardioverter defibrillator (aicd) event with no chest pain. The vitals were noted as stable and blood pressure represented a mean arterial pressure (map) of 64 mmhg, a complete blood count (cbc) significant for anemia 7.6, down from a baseline of 8.3, a comprehensive metabolic blood panel significant for hypothermia at 133, and hypo calcemia at 8.1. Patient's procalcitonin was not elevated and thyroid-stimulating hormone was not abnormal. It was suspected patient had hemolysis/thrombus, yet patient denied melena, hematochezia, or hematuria. The patient was treated with 1 liter IV fluid bolus and reassessed. The patient did not have lightheadedness return when standing and map improved from 64 mmhg to 80 mmhg. Cbc finding was most likely being secondary to intravascular consumption red blood cells (rbc) and reported the patient frequent bounce between hemoglobin (hgb) levels of 7.5-8.5 g/dl. On (B)(6) the patient's rbc was 2.03 and hgb was 6.8 g/dl. The patient would receive 1 unit of packed red blood cells. The final diagnosis was mild hyponatremia and additional anemia compared to patient's baseline. The patient was allowed to go home since the aicd had not gone off since the pervious left ventricular assist device (lvad) placement. The patient had multiple episodes of ventricular tachycardia (vt) and ventricular fibrillation that they were paced out of. The patient had a run of vt on (B)(6) 2021 when aicd fired and had not had one since march. The patient was transfused one unit of red blood cells and they were to monitor hemoglobin, ldh and signs of bleeding. A new echocardiogram was done on (B)(6) 2021 and found no new findings.

Event description:
It was reported that the patient visited outside the emergency center for a complaint of dizziness and suspected low blood pressure. The patient reported feeling similar to a previous time when blood pressure was low. Patient called for an ambulance. On (B)(6) 2021 the patient's lactate dehydrogenase (ldh) was 2450 u/l and believed to be due to amplatz device. The patient had cribriform amplatzer septal occluders placement on (B)(6) 2021 with mild eccentric per-device leak noted on (B)(6) 2021 during a transesophageal echocardiogram. On 07nov patient reported an automatic implantable cardioverter defibrillator (aicd) event with no chest pain. The vitals were noted as stable and blood pressure represented a mean arterial pressure (map) of 64 mmhg, a complete blood count (cbc) significant for anemia 7.6, down from a baseline of 8.3, a comprehensive metabolic blood panel significant for hypothermia at 133, and hypo calcemia at 8.1. Patient's procalcitonin was not elevated and thyroid-stimulating hormone was not abnormal. It was suspected patient had hemolysis/thrombus, yet patient denied melena, hematochezia, or hematuria. The patient was treated with 1 liter IV fluid bolus and reassessed. The patient did not have lightheadedness return when standing and map improved from 64 mmhg to 80 mmhg. Cbc finding was most likely being secondary to intravascular consumption red blood cells (rbc) and reported the patient frequent bounce between hemoglobin (hgb) levels of 7.5-8.5 g/dl. On 08nov the patient's rbc was 2.03 and hgb was 6.8 g/dl. The patient would receive 1 unit of packed red blood cells. The final diagnosis was mild hyponatremia and additional anemia compared to patient's baseline. The patient was allowed to go home since the aicd had not gone off since the pervious left ventricular assist device (lvad) placement. The patient had multiple episodes of ventricular tachycardia (vt) and ventricular fibrillation that they were paced out of. The patient had a run of vt on (B)(6) 2021 when aicd fired and had not had one since march. The patient was transfused one unit of red blood cells and they were to monitor hemoglobin, ldh and signs of bleeding. A new echocardiogram was done on (B)(6) 2021 and found no new findings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced mild acute kidney injury and discharge notes indicated there was a mild rise in creatine from 1.2 to 1.6 and resolved with hold on diuretic. Moderate right epitaxies was noted with and international normalized ratio of 3.0.

Event description:
Additional information: it was reported that the patient experienced mild acute kidney injury and discharge notes indicated there was a mild rise in creatine from 1.2 to 1.6 and resolved with hold on diuretic. Moderate right epitaxies was noted with and international normalized ratio of 3.0. The bleeding and hemolysis resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (hemolysis, bleeding, arrhythmia, and renal dysfunction), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document entitled ¿introduction¿ lists hemolysis, bleeding, arrhythmia, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.